Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product has a rough exterior. The patient alleges that the catheters with "black" labeling are not as polished as the catheters that he previously received with "red" labeling. He states that he has had 4 urinary tract infections since he started using the catheters with "black" labels.

Manufacturer narrative:
Received 5 unopened magic3 intermittent catheters in the original unit packaging. Received 4 unopened samples for lot # ngzl0357 and 1 unopened sample for lot # ngzg0672. Visual inspection noted no obvious defects. Conducted a visual evaluation of five (5) of the five (5) catheter samples. The catheter shaft and tip of the catheters were all smooth. There was no protrusions on the catheter surface. The catheter tip had a normal shape. A functional evaluation was performed via a lubricity test on the catheters to determine if the shaft surface becomes rough after being hydrated. The catheters passed the lubricity test. The catheters were able to be wiped 10 times and the lubricious coating remained on the catheters. There was no roughness on the catheter shaft or tip. The complaint was unconfirmed as the devices met specifications. The device history record was reviewed for both lots and found nothing that could have caused or contributed to the reported event. For lot number ngzl0357 the date of manufacture was 12/12/2015 and the expiration date is 11/30/2018. For lot number ngzg0672 the date of manufacture was 8/9/2015 and the expiration date is 6/30/2018. The instructions for use state the following: intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer. Prescription only. Sterilized using irradiation. Single use not made with pvc. Not made with natural rubber latex. Do not use if package is damaged. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product has a rough exterior. The patient alleges that the catheters with "black" labeling are not as polished as the catheters that he previously received with "red" labeling. He states that he has had 4 urinary tract infections since he started using the catheters with "black" labels.